Manufacturer narrative:
(B)(4). Investigation summary: functional examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null; device history batch: null; device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal femoral cutting jig would not assemble properly. Two pieces got jammed together. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: functional examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.